Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported ¿left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Device remains implanted.

Manufacturer narrative:
The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "small amount of adjacent fluid" and "the left axillary lymph nodes are mildly enlarged with heterogeneous appearance, likely secondary to uptake by silicone." Device has been explanted.